Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was unable to charge the implant. The consumer stated that when they press the green button the screen starts blinking and shows the coupling bar, but they are all empty. The patient tried charging for hours and the recharger showed the reposition antenna screen. Repositioning the antenna did not resolve the issue. The patient tried using the programmer and it showed poor communication; the patient was not able to communicate with another external device. The patient felt no stimulation and stopped feeling stimulation a week ago. The last time he successfully charged was two weeks ago. The change in therapy or symptoms was considered sudden. If additional information is received a follow-up report will be sent.